Event description:
It was reported that the patient stated their inflatable penile prosthesis (ipp) had not worked for over a year. The patient expects to see the physician for assessment. No further information was reported.